Event description:
It was reported that during the atrial fibrillation ablation procedure versacross connect access solution for faradrive kit was selected for use. It has been mentioned that the package was opened pigtail wire was broken. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.